Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15309. It was reported the pt experienced ineffective stimulation since suffering a fall. The pt was also experiencing unintended stimulation. X-rays did not indicate a lead migration occurred. The pt indicated she experiences a painful burning sensation at the ipg site at all time which ceases when the ipg is turned off. The pt has ceased using the scs system at this time. The sjm representative is to meet with the pt and the pt is to consult with her physician as the next course of action.